Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were not recovered. A field service engineer found that the site user successfully recovered the failed pockets. The bus and cable connections were verified, along with drawer and pocket functionality. The user confirmed proper operation, and the unit was returned to service. The system functioned as intended after the issue was resolvedby the customer in guidance with field service engineer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pockets were not recovered. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.